Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 469 mg/dl at the time of call. Customer was worked in a hospital, so they gave him dextrose 10 % and in 20 minutes his blood glucose was above 400 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated that the sensor had site issue like puss and red irritation bump. Customer clean the site with intravenous preparation. Customer reported that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.